Manufacturer narrative:
(B)(4).

Event description:
High impedances were reported at the time of implant. Impedances measured >10,000 ohm. The physician attempted to reprogram the device with no improvements. On (B)(6)-2011, the pt felt stimulation around 7 volts with impedances on electrodes 0 and 7 out of range other poles measured impedances between 1500-2000 ohms. It was later reported that the extension was still functioning despite high impedance values. The physician ultimately decided not to explant the device. The pt was able to feel stimulation with slightly high voltages.